Event description:
Customer reported a malfunction alarm with code malf 0, though there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support again if any issues reappeared. Customer acknowledged and understood instructions.